Event description:
It was reported that the pulse generator exhibited backup operation. The asymptomatic patient presented in clinic on (B)(6) 2015 and the device was reprogrammed. The patient remained in good condition.

Manufacturer narrative:
(B)(4).